Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient developed post operative fever of greater that 101 degrees. The delivery system was discarded after the procedure completed. Additional information was requested if any medication was administered, what type it was and duration of the condition. No information was provided; however, the patient was reported to be fine. Two other stent grafts were implanted in the patient (see MFR # 2953200-2008-01180 and MFR # 2953200-2008-01182). A reliant balloon was also used during the procedure (see MFR # 2953200-2008-01183).

Manufacturer narrative:
Evaluation results: device was discarded, unknown cause of fever. Conclusion: unknown cause of fever. Other required secondary intervention.